Event description:
The company representative reported via phone call that the insulin pump alarmed motor error while the customer was doing homework. The caller did not know the blood glucose reading. The alarms were not able to be cleared.

Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. There was no motor error alarms noted. However, he unit was unable to prime during the prime/compromised force sensor test due to faulty fsr (gold). The motor was tested outside of the device and passed. There was no cosmetic damage noted.